Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s daughter that the patient¿s implantable cardioverter defibrillator (ICD) was giving an audible alert every four hours and the patient was showing signs of weakness. The patient was seen by a cardiologist and was told that ICD parameters needed to be adjusted; however, the physician could not make the adjustments. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.